Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the foreign material could not be identified. It was reported that reprocessing was performed in accordance with the instructions for use (IFU). There was no physical damage to the foreign material detection point. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the ultrasound gastrointestinal videoscope exhibited a clogging of foreign material inside the balloon channel. There were no reports of patient involvement.